Manufacturer narrative:
One device was received for evaluation. As received a crack and crazing was observed on the female luer of the set. In attempts to replicate clinical use the female end of the set was capped and water was pushed through the set using an ICU medical provided syringe. A leak was observed the previously observed crack. The complaint of crack can be confirmed. The probable cause of the crazing observed on the luer is due to environmental stress. B3 - date of event - unknown. D4 - lot number - unknown. G4 - PMA/510(k) - unknown.

Event description:
It was stated that the IV extension piece cracked, and blood backed up in the line. Patient was affected. The line had been running tpn and lipids for about 12 hours before it cracked. There was no harm to the patient, and they contacted the responsible person. No monitoring was required. The event was resolved. The patient was a 5-month-old white/caucasian.